Event description:
Received information stating customer received an altitude alarm while in the florida keys. Reportedly, sand may have been an issue or possibly moisture. The customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.